Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on an unspecified screen. Customer¿s blood glucose level was approximately 130 mg/dl. Reportedly, the screen was cleared and customer continued to use the pump for insulin therapy.